Manufacturer narrative:
No defect or malfunction was detected during the course of the investigation. A review of the device history record for this lot did not produce any findings relevant to this report. This event has been identified as a malfunction. Abbot vascular has initiated a corrective action.

Event description:
The physician attempted arteriotomy closure with the starclose device following a diagnostic procedure. Reportedly, the vessel locator button would not stay depressed. The device was removed from the patient and hemostasis was achieved with manual compression. There were no adverse patient events as a result of this incident.